Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection. There was pus draining from the site. For treatment, the patient was prescribed antibiotics and on another visit, the site was aspirated. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after a couple hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.